Event description:
It was reported that wake button on pump stopped working and customer explained that t button no longer functioned, with later findings showing button responded only when pressed very hard to turn pump on or off. There was no reported impact to the customer¿s blood glucose level. Pump started, charged, and connected to computer, and device was planned for return and evaluation while customer received replacement pump; no additional information was received regarding further actions or outcome of event.